Event description:
A customer has complained about getting lower estradiol results on the immulite as well as under recovery for diluted samples. The results were reported to the physician(s). There is no known report of adverse health consequences or patient intervention due to the discordant estradiol results.

Manufacturer narrative:
The cause of the discordant estradiol results was due to user error. The customer was incorrectly using diluent specified for the immulite 2000 (which is more concentrated), instead of using the correct diluent required for the immulite . The customer has since ordered the correct diluent. The cause of the discordant low neat estradiol results is unknown. The siemens instrument is performing within specifications. No further evaluation of the device is required.